Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested an extended bolus but the bolus request was delivered all at once. Blood glucose (bg) level was 30 mg/dl, and sugar was consumed to treat bg level. The customer was unable to verify the issue in the pump history. At the time of the reported event, bg level was 237 mg/dl.